Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one video was provided; the video shows an aqr monitor. The monitor shows a device clamped on tissue. At the 00:04 mark the device is fired. At the 00:12 mark the device is opened and bleeding is observed. Several staples are visible. Due the condition of the video is not possible determinate if the staples have the proper formed shape. Based on the photo alone the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify, how were the perforations in the tissue addressed? What was done to complete the procedure? Was there any change in the procedure or post-operative care of the patient as a result of the event? If yes, please describe.

Event description:
It was reported that in the fifth shot the tissue was completely displaced which caused overlapping of all the staples causing perforations in the tissue. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #:: p5794v. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and unavailable: can you please clarify, how were the perforations in the tissue addressed? What was done to complete the procedure? Was there any change in the procedure or post-operative care of the patient as a result of the event? If yes, please describe.